Event description:
When a cypher 3.0 x 28mm stent delivery system (sds) was removed from the package, the stent was visually checked and the physician confirmed the proximal end of the stent to be uplifted (floating). However, the physician attempted to advance the sds through the guide-catheter and he felt friction near the curve within the guide-catheter during advancement. The physician then retrieved the sds and confirmed to proximal end of the stent flared. Radial approach was chosen for the procedure. After canulation of the vessel with a guiding catheter (heartrail 6f jl4), pre-dilation with a sherwood balloon was conducted. The pt's age was unk, but is a male. The target lesion was the mid left anterior descending artery. The lesion was de novo. The vessel was moderately calcified and slightly tortuous with a 90% stenosis. There was no reported pt injury. The product was clinically used and will be returned for analysis. Additional info will be submitted 30 days upon receipt. Please note that this device (cjs28300/ lot no. I0706052) is distributed outside the united states;however, it is similar to the united states distributed product cxs28300.